Manufacturer narrative:
Evaluation results: no results available since no evaluation performed (device not returned for analysis). Related to operation context (delivery catheter caught on stent). Evaluation conclusion: operational context contributed to event (delivery catheter caught on stent). (B)(4).

Event description:
Event description: the physician was using a complete se device to treat lesion in the mid to distal sfa. The device was prepped per the IFU with no issues noted. It was reported that during removal of the complete se delivery system, following stent deployment, the tip of the delivery system caught on the deployed stent. The physician did not like how it looked so placed another stent below it in the sfa. The second device was deployed successfully; however, delivery catheter also caught this stent on way out and stent deformation was noted post deployment. The device did not pass through a previously deployed stent. Image review: two procedural still images were provided for review. The first image shows a deployed complete se stent with deformation. The second image shows another complete se stent deployed inside the other stent. Deformation is also visible on this stent.